Event description:
Allegedly, at the beginning of a laparoscopic colon resection procedure on a female patient, the picture started flickering; they adjusted the cable and the blinking stopped. It started blinking again so they got another camera; there was intermittent blinking and when the doctor was ready to do the case, the picture came back on, then went black again. At that point the doctor decided to open the patient. Procedure was completed; patient is reported to be doing very well post-op.